Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The left ventricular lead exhibited increased capture thresholds and an impedance anomaly. No patient symptoms were reported. The device was reprogrammed. No additional information was reported.